Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturing report number: 2017865-2025-11500, related manufacturing report number: 2017865-2025-11501. It was reported via product receipt that the patient had developed an infection. The full system including the implantable cardioverter defibrillator, right atrial lead, and right ventricular lead, was explanted. Further information was requested but not received.